Event description:
Pt was intubated with a left sided sher-I-bronch endobronchial tube. The endobronchial tube was visually verified to be the correct shape and size prior to intubation. After the pt was intubated, it was identified that the blue pt bronchial and was printed with the word "right". The health care professional extubated the pt and re-intubated them with another left sided sher-I-bronch tube that was printed with t word "left". There was no adverse event or pt injury reported.